Event description:
Additional information regarding the event was received on 09jul2020. The customer has indicated that this event has already been previously reported. No further reports corresponding to this event are necessary.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: cvad nurse educator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the line of a turbo-ject® double lumen over-the-wire power-injectable PICC split. Additional information has been requested but is currently unavailable.